Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened escape, act and down arrow buttons dome switch. The keypad connector was fully locked. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive buttons. The insulin pump had had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The territory manager reported via email that the customer has experienced multiple hypoglycemic events while sleeping and has required glucagon shots 6 times in the last month. It was also reported that the esc button has to be pressed multiple times to get a response and it sticks consistently. Customer was called and he reported he had low blood glucose of 36 mg/dl and treated with glucose shot. Current blood glucose is unknown. The customer stated that he has lows 2 or 3 times a week; he has back pain and takes pain medication and his blood glucose drops. The drive support cap is normal. Customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was exposed to an MRI. Customer stated the act button is hard to press. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.